Event description:
Patient's father contacted dexcom technical support on (B)(6)2015 to report a detached sensor wire on (B)(6) 2015. Patient's father claimed that upon removal of the sensor pod, the sensor wire remained in the patient's skin. Patient inserted sensor into arm. Patient removed transmitter before sensor. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).